Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828814) was implanted via ventriculo-peritoneal (vp) shunt on (B)(6) 2022 with setting 5. On unknown date, the set pressure was changed from 5 to 4 to 3 to 2, but the ventricular enlargement did not improve. According to information provided, it is unknown if the patient experienced any signs and symptoms. Due to suspicion of valve obstruction, the valve was removed and replaced on (B)(6) 2023.

Manufacturer narrative:
The certas plus (ID 828814) has been returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The valve was visually inspected and no defects were noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The valve was dried and siphon guard was removed. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. As seen in the investigation report no overflow issues were noted.

Event description:
N/a.